Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the retainer ring that holds the reservoir in place has been damaged. Customer's blood glucose was unknown at the time of the incident. The customer stated that the device fell out of her bra a few weeks ago which resulted in a crack to the back of the pump, a small piece of plastic coming loose, and damage to the clear retention ring. Customer was advised the insulin pump will be replaced and sent back for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, faded serial number label, cracked battery tube threads, minor scratches on case and minor scratches on lcd window.